Event description:
In (B) (6) 2009, the pt reported that the stimulation aggravated a bone fracture that she suffered, and she was considering having the implantable neurostimulator removed. It was noted that the pt experienced a lot of weight loss recently and suffered from osteoporosis, which led to the bone fracture. It was later reported that the system was explanted.

Manufacturer narrative:
(B) (4).